Manufacturer narrative:
Product complaint (B)(4) investigation summary according to the information received, ¿the revision was for excessive wear of a poly liner. Please see the picture below. The surgery was completed 4 years ago. No original stickers were present in the notes. Pinnacle 52 mm- liner 52 by 36mm +4 10 deg. Plus 12 mm- 36 mm ceramic head. No x rays have been shared nor patient details. Patient was an ultra runner. There was evidence of potential poly dislocation". The product was not returned to depuy synthes, however photos were provided for review. See attachment "pc-001564185 pinnacle revision wrightington". Review of the photographic evidence revealed that the rim of the hip acetabular liner poly pinnacle appears to have sing of wear. Additionally, a fracture was observed around the rim, three (3) large fragments can be observed on the provided evidence. Based on the observation of the liner and the involved implants it is reasonable to conclude that a disassociation event occurred between the liner and the cup. However, it cannot be determined whether the fracture occurred prior of after the disassociation event with the information provided is not possible to determine a potential cause at this moment. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. The overall complaint was confirmed as the observed condition of the pinnacle liner would contribute to the complained device issue. Based on the investigation findings, a potential cause is traced to component failure. No corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
The revision was for excessive wear of a poly liner. The surgery was completed 4 years ago. No original stickers were present in the notes. Pinnacle 52 mm- liner 52 by 36mm +4 10 deg. Plus 12 mm- 36 mm ceramic head. No x rays have been shared nor patient details. Patient was an ultra runner. There was evidence of potential poly dislocation.

Manufacturer narrative:
Product complaint # (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and it was stated that there was no surgical delay.